Event description:
Blue top tube for specimen collection would not fill fully. Multiple vile from batch were used resulting in inadequate filling. Tubes were sequestered and new batch of tubes obtained, without any issues.